Event description:
Customer complaint - limited data available. The customer experienced inaccurate readings. They had their doctor check the wrist monitor and it was noted that the item was "horribly inaccurate".

Event description:
Customer complaint - limited data available: reads 40 points lower when compare to doctors office. Trusting this unit led to a medical emergency for me. I had the doctor check the unit and she said it was "horribly inaccurate!"